Event description:
The surgeon reported via clinical notes that the left-side system was placed in 2003, and right-side placement occurred in 2004. Approximately three months later, the patient fell and hit his head; he sustained a scalp laceration near the connection between the right-side dbs lead and extension and went to the ER. The surgeon reported the wound was not closed or treated at the facility. The patient was seen by the implanting surgeon four months later, two weeks after drainage was noted from the wound. The wound was cleaned and cultured, which revealed mrsa sensitive to cipro. The patient received keflex and rifampin prior to surgery to revise the wound and remove the exposed (eroded) extension wire. The right-side ipg and lead remained implanted. There was no change to the patient neurological status; he was transferred to the hospital step down unit, and received rifampin and vancomycin. The patient was discharged to a nursing facility and received six weeks of vancomycin therapy. The patient was doing well three months later, when he noted part of the lead (connection boot) protruded from the right scalp incision, behind and above the right ear. The wound was revised the following month; the plastic connection boot was removed and the lead internalized, no new implants were placed. There were no signs of infection, and the patient was discharged to home on oral antibiotics. In 2005, an extension was implanted and connected to the right-side lead and ipg and the patient received left-sided dbs therapy.